Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery issue. It was also reported that the driveline boot cap was difficult to removed when trying to exchanged the controller. The boot cap was left lose and a driveline boot cap exchanged was schedule. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: brand name: heartware ventricular assist system ¿ driveline cover / model #: 1175 / catalog #: 1175 / expiration date: unk / lot#: unknown UDI #: asku / concomitant medical products: no / mfg date: unk / labeled for single use: no / (B)(4). Additional information has been requested regarding the log files, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) h6:FDA method code(s): b14, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: the controller ((B)(6)) was returned for evaluation. The driveline cover with lot number (r020408) was not returned for evaluation. A review of the driveline cover inspection records confirmed that the associated device met all requirements for release. The reported difficulty to remove the driveline boot cover event could not be confirmed due to insufficient information. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection revealed contamination within both power ports, the serial port, and the pump connectors of controller. The observed contamination within the controller ports are additional findings not related to the reported event and can be attributed to handing of the device. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. Supplemental testing revealed that one of the cells of the nimh battery was shorted. After replacing the internal battery, the controller performed as intended. Log file analysis revealed that two (2) controller fault alarms were logged on (B)(6) 2022 at 18:10:07 and 22:00:52, indicating an issue with the internal battery. Log files also revealed that the controller was in use for more than two (2) years. Additionally, one (1) vad disconnect alarm was logged on (B)(6) 2022 at 10:14:54, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting during the reported controller exchange. As a result, the reported controller fault alarm event was confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the limited information available, a possible root cause of the reported difficulty to remove the driveline boot cover event may be attributed, but not limited, to leaching of the plasticizer from the material, and/or degradation of the material, resulting in hardening. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for newly added h10 for :additional product: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175 / 28-jan-2013 expiration date: unk / lot#: r020408 UDI #: (B)(4) d10: no h4: mfg date: 28-oct-2009 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.